Manufacturer narrative:
Batch review performed on 08 july 2021: lot 175536: 130 items manufactured and released on 16-gen-2018. Expiration date: 2022-12-21 no anomalies found related to the problem. To date 126 items of the same lot have been already sold. No other similar events have been reported on this lot. Visual inspection performed by medacta r&d knee manager: revision surgery after 2 years and a half of a gmk patella resurfacing implant due to loosening. From visual inspection of the returned component , no residual cement can be seen on the explanted implant. Some scratches can be noted on the articular surface of the patella, most likely caused during the revision procedure. Reasons for improper interdigitation between implant and cement can be of various origins, most likely not implant related as suspected by the surgeon. From visual inspection there is no evidence to suspect that the event is related to a faulty device.

Event description:
Patella implant revision 2 years and 6 months after the primary due to patellar pain caused by patella mobilization (recognized through a spect CT). The surgeon suspects, that the first time he cemented the patella, he may have exceeded the cementing time and therefore it may be that the cement was not so good anymore.